Manufacturer narrative:
Technician found CPR cables over adjusted/tight. Technician oosed/adjusted CPR cables to correct. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged head drift.